Event description:
11/28/06:consumer called to report that she did not know if the product was hot or cold, placed it near child. Child touched unit and was reportedly burned. Child received medical treatment.